Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the complaint for short circuit error. When the jaw was closed, a short circuit error was generated due to teflon pad damage exposing metal under the pad. The teflon pad was found melted and split off on the side, exposing metal underneath. The probe was charred but intact. Based on similar reports, a potential cause for the damage to the teflon pad is operator¿s technique. The device instruction manual contains several warning statements to prevent thermal and mechanical damage to the teflon pad and probe: ¿do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects¿. And ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue or twisting the handle.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Olympus was informed that during a bilateral salpingectomy procedure, the device generated a short circuit error. There was no reported patient injury or device fragment fallen into the patient.